Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with a ¿no disposable¿ alarm during use. The patient attempted troubleshooting by clamping the tubing and removing and reinserting the cassette twice; however, the alarm persisted, and air bubbles were noted. The device was reported to under-deliver. The event occurred while the device was in use with a patient in the home setting. There was patient involvement; however, no harm was reported.